Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager latch had ghost failure. The field service engineer cleared the latch error to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the fridge door was failed and does not open. The customer reported that the issue leads to delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.